Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.

Event description:
In 2009, the baxter field service technician advised that a colleague device, product code dnm8151, was serviced for a report of a tube free flow problem. The date of incident, the process step, and any patient involvement is unknown. Patient injury/medical intervention was not reported to have occurred. The baxter field service technician repaired the device on site. As such, the device will not be returned to technical services.